Event description:
The device was used on a person who had collapsed. An emt and a CPR instructor attended to the pt. After the device was connected to the pt, the device continued to display a connect electrodes warning message and use of the device was inhibited. Approx 3 to 4 minutes later, an ambulance crew arrived and administered shocks using their defibrillator with a different set of defibrillation electrodes. The pt was not resuscitated.

Manufacturer narrative:
Medtronic evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicated or confirmed. The root cause of the reported problem was not determined. The electrodes used during the reported event had been disposed of and were not available for evaluation. The electrode packaging indicated that the expiration date of the electrodes was 12-28-2004. The customer was reminded to periodically check the electrode expiration date and replace expired electrodes.